Event description:
It was reported that a patient underwent a breast surgery with implantation of a 500cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported a lump and a double bubble effect of the left breast. She was diagnosed with left breast capsular contracture (baker grade rating unknown), bilateral breast rippling, and a ruptured left breast implant by a medical professional. Magnetic resonance imaging was performed. As a result, the patient is scheduled for bilateral breast implant removal without replacements on (B)(6) 2024. This report is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: product made prior to UDI compliance date. UDI not required. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: cutaneous contour deformity date of explantation: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 10, 2024, mentor received the following additional information: the suspect medical device was implanted during a breast augmentation surgery. Mammogram, ultrasound, and magnetic resonance imaging were performed due to the patient experiencing bilateral breast pain and patient observed palpable abnormalities. Mammogram findings indicated an asymmetry of the left breast while ultrasound findings indicated the asymmetry may correspond to an identified left breast cyst. On december 12, 2024, mentor received the following information: per the operative report, the patient's preoperative diagnosis included breast ptosis and the patient provided a history consistent with breast implant illness. Additionally, both implants were removed and determined to be intact. H6 health effect - clinical code e2402: generalized illness reason for device explant and/or reoperation: generalized illness on december 17, 2024, the mentor analysis lab received the suspect medical device for evaluation. On january 08, 2025, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation no apparent damage or visual anomalies were observed on the breast implant device. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Manufacturer¿s reference number: (B)(4).